Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted that the jaws of the fenestrated bipolar forceps instrument were not closing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.072¿ offset at the tips, indicating overloading at the tip. Due to the bent tips, closing was not parallel. Instrument passed electrical continuity test. Failure analysis investigation concluded that damage was likely due to mishandling. Additional observations not reported by site were distal damage and main tube damage. Scratch marks were found on the surface of the distal pulley. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that the main tube damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.